Event description:
The pt had no stimulation sensation. There was no known accident or incident related to this. The pt symptoms were at the paresthesia area. The pt was at home and her status was good. The programmer was reset. The programmer indicated the device was on. The pt was increasing the stimulation, but did not feel any stimulation at all. The pt was encouraged to contact her healthcare professional. Impedances were evaluated and readings of >4,000 ohms were found on all or some of the unipolar pairs and many of the bipolar pairs. The amplitude was increased to obtain pain control. Additional troubleshooting was recommended. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.